Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 11.73 miu/ml and this result was discussed with the physician. The result did not match with the patient's clinical picture, so the sample was repeated. The repeat result was 0.248 miu/ml and this value was believed to be correct. The sample was repeated a second time, resulting as 0.721 miu/ml. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The field service representative determined that the s/r probe needed adjustment at the sample position. He performed s/r probe alignments, checked the water filter, checked the mixing speed, and verified proper sipper alignments. He ran performance testing and all results met specifications. The customer ran calibrations and quality controls with all results meeting specifications.

Manufacturer narrative:
Further investigations could not determine a specific root cause. A reagent issue is unlikely.